Event description:
Related manufacturer reference number: 2017865-2021-29558. It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that there was unspecified over-sensing on the right ventricular (rv) lead and failure to capture on the left ventricular (lv) lead. No programming changes were performed to resolve the issue. The patient was in stable condition.